Manufacturer narrative:
Ptc investigation result received on (B)(4) 2013. The ptc global number for this report is (B)(4). Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical adverse events are not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to batch number a78083. No batch signal could be identified. The case also refers to a device breakage. The technical investigation concluded "unconfirmed quality defect". In summary, based on the reported medical events and the outcome of the technical investigation there is no reason to suspect a causal relationship to a quality deficit. Follow-up received on (B)(4) 2014: the required number of follow-up attempts has been made, with no response. Case considered to be closed. Follow-up received on (B)(4) 2014: further follow-up attempts were done without success. Case considered to be closed. Follow up (B)(4) 2014: follow up information received from the physician. Patient's data were provided such as her age, (B)(6) and bmi, (B)(6). No previous gynecological interventions. She had c­ section as medical history. Medical history also included obesity, pre-diabetes, pre-hypertension. Physician reported that patient was not post-partum at the time of essure insertion. No cervical dilatation, sounding or general anesthesia during essure insertion procedure. Patient used as analgesia percocet, toradol and bupivacaine. Patient used depo provera as back-up contraception. The insertion was easy bilaterally. The visualization of bilateral tubal ostium was also easy. No fluid loss more than 1500cc during essure insertion procedure and it did not take more than 20 minutes. Ultrasound and MRI (magnetic resonance imaging) on (B)(6) 2013 were done to locate the fragments of device. No hsg (hysterosalpingogram) was performed because the essure insertion procedure was incomplete. MRI showed evidence of essure and/or remnants in the right uterus, right adnexa. Essure did not detach from the device as expected requiring abortion of the procedure and removal of the remnants surgically. Laparoscopy and hysteroscopy were performed to remove essure fragments. No infection or inflammation. No hospitalization was required. On (B)(6) 2014 right tube was removed and bilateral tubal ligation was done at the same time. The removal of right tube was performed because it was unclear what parts of the device remained in the right tube. During surgery micro insert sheath, micro insert and additional tight coil were found within the right tube. There was no perforation and no misplacement. The event resolved after surgery. The patient was doing well on follow-up. The event, only unilateral placement achieved and misplacement on one essure unit were deleted. Follow-up received on (B)(4) 2014 with the final ptc (ptc global number: (B)(4)) investigation result: final assessment: device inspection results: since the device associated with this complaint was returned to us on (B)(4) 2014, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the outer catheter, the inner catheter, and all parts within the handle assembly. As received, the large tight pitch coil was stretched and broken or cut. A portion of the delivery catheter was also received. The proximal black ink position marker and ptfe liner appear normal. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. The distal portion of the delivery catheter containing the gold band was missing. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deployed during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly will lead to either a stretching of the micro-insert or stretching of the inner catheter large tight pitch coil. In this case, the physician likely misidentified the coils of the inner catheter as the coils from the insert, thus cutting it to release it from the delivery system. This would explain the presence of the "green-colored" sheath material which was actually the green heat-shrink (pet) tubing which is a component of the inner catheter. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. Conclusions: the report did not state a patient injury occurred. In addition, the information available suggests that if this same issue were to recur, the device would not likely cause a death or serious injury. According to the dfmea, the main consequence is that the procedure could be aborted, rescheduled or the use of alternative intervention may be necessary. Final risk classification: risk category IV. Medical assessment: this case reported device breakage in the context of complication of device insertion. These events are not necessarily indicative of a quality defect. Two (2) additional ae case report has been received to date in relation to batch number a78083 but these cases do not refer to a similar type of event in regard to breakage. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. A complaint sample was received for investigation. The technical investigation stated that the large pitch coil (inner catheter) was stretched out and either broke or was cut (handling error) which explains the essure fragments (sheath, micro-insert and tight coil) which remained in the fallopian tube. Additionally, based on the information available the technical assessment concluded that if the malfunction was to recur it is not likely to cause death or serious injury and that the main consequences based on dfmea is procedure aborted, rescheduled or use of alternative intervention. Therefore, at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this medically confirmed case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during insertion procedure, the essure tip broke off and some fragments remained in the right uterus, right adnexa and only unilateral placement achieved. The event essure tip broke off and some fragments remnants in the right uterus, right adnexa was considered serious due to its medical significance. In addition it is unlisted in the reference safety information for essure. This case was regarded as incident because fragments of broken essure remained in the fallopian tube and had to be removed surgically. The events complication of device insertion and only unilateral placement achieved were considered as non-serious. All the reported events occurred in connection with essure insertion procedure and were considered as related to essure use. A product technical complaint (ptc) analysis was performed (with a complaint sample analysis) and concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information,there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This spontaneous case report was received from a medical doctor in united states on (B)(6) 2013. The report age who had essure (fallopian tube occlusion insert) inserted and experienced misplacement on one essure unit, tip broke off and is still in patient (device achieved. No information was given on patient's history, past drugs, concomitant medication and concurrent conditions. On (B)(6) 2013, the patient had essure inserted for contraception. On (B)(6) 2013, hcp (healthcare professional) stated she encountered some sort of misplacement on one essure unit, the tip broke off and is still in patient (device insertion complication). Only unilateral placement was achieved (right or left was not reported). The event was ongoing, treatment was not reported. Essure on one side was continued. Reporter did not assess device-event relationship.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.